Manufacturer narrative:
Physician reports that surgical procedure performed 5 days prior to this event was successful, and inspection of the operative site at the conclusion of that procedure showed no remarkable findings. Physician suspects that intra-gastric air insufflation pressure during procedure caused some amount of air to exit though tissue suture tracks and collect under diaphragm.

Event description:
Patient admitted to hospital for observation and tests in 2009, with abdominal and shoulder pain 5 days post endolumenal gastric tissue plication procedure. Patient had normal vitals and blood work. CT showed air under the diaphragm. Patient received IV antibiotics and analgesics. Pain resolved and patient was discharged two days later.